Event description:
Dermabond: severe reaction, dehiscence, surgical site infection (ssi), allergic dermatitis. After steroid treatment, ssi and other locations of infection, allergic dermatitis returned. Also occurred in (B)(6) 2024 plus long term hypertrophic scar, dehiscence, pain and is not improving. Not sure if the doctors reported the reaction in (B)(6) 2024 nor this recent reaction. Will be lifelong pain and I have had repeated issues.